Manufacturer narrative:
The device has not been returned for analysis. Should the device be returned an investigation will be performed, and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a glidewell ht implant failed. The patient presented on (B)(6) 2026 for a primary procedure on tooth #14. On (B)(6) 2026, before the second stage surgery the provider determined that the implant failed to osseointegrate and removed the implant. The patient's bone quality is type iii and their oral hygiene is good. No injury was reported.